Event description:
It was reported that a catheter issue occurred. An opticross 6 hd catheter was selected for the ultrasound examination of the target lesion. During pullback, the intravascular ultrasound (ivus) catheter became entangled with the second non-boston scientific (non-bsc) wire that was already inside the vessel. Both of the non-bsc wires and the catheter were removed together. After removal, the physician noticed that the distal tip of the catheter was missing. The fragment was later found lodged inside the guide catheter which was also removed from the patient body. The procedure was completed without the need for an alternative device, and no patient complications occurred.